Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to show dashes for the flow reading when flow was started. The pst temporarily replaced the flowmeter's application board with a lab-use application board which resolved the issue. It was determined that a defective application board was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the flow module. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the flow readings were being displayed as dashes on the central control monitor (ccm). There was a 30 minute delay to change out the unit. The surgical procedure was completed successfully, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the disposable system was set up and primed for a procedure, and the flow probe was attached to the 3/8" tubing with flow passing through the circuit. The flow probe was not reading any flow it was reading all dashes. To mitigate the issue, the perfusionist first swapped flow probes, and that did not fix the issue, therefore he opted to exchange the heart lung machine (hlm). The procedure was delayed approximately 30 minutes while the perfusionist exchanged his hlm. There was no blood loss or harm associated with the event.